Event description:
It was reported that the user experienced a severe hypoglycemic event overnight while using the ilet, after which emergency medical services administered glucose and transported the user to the emergency department. Symptoms included hypoglycemia requiring intervention. Outcomes included emergency medical treatment and hospital evaluation. Investigation included review of available device data and collection of additional information from the caregiver to clarify use conditions and event context. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, with no device alarms reported and no confirmed device malfunction identified from the limited data available. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.